Manufacturer narrative:
Additional PMA/510(k) number k011245 / k002188.

Event description:
It was reported that the fixture mount transfer would not disengage from the spb8 implant. The doctor indicated that he placed another implant of the same size in the same surgery.

Manufacturer narrative:
One swissplus tapered implant was returned for inspection with corresponding transfer mount, but without the mount screw. Visual inspection revealed moderate wear about the threads, collar, internal threads, and mount body. A device history review was performed and no related non-conformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for swissplus® and tapered swissplus® implants¿ 9967 rev 0-09/14 information identified: technique information ¿ step 6. Rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gemlock retention [hxgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating with the appropriate hex tool or hex drill: 2.5mmd internal hex implants - rh2.5, rhl2.5, rhd2.5; 3.0mmd internal octagon implants ¿ ot3.0-s, otl3.0-s. Additionally, the fixture mount/transfer can be used as a temporary or final abutment for provisional or final restorations. Complaint indicates the implant would not disengage with the transfer mount. The complaint is non-verifiable because the mount screw was not returned for inspection. No technical deficiency was detected from the returned device; the mount and the implant. Functional testing revealed that the mount and implant appear to function as normal when seated with mating house components. No deficiency was detected. A root cause for this complaint could not be determined.